Manufacturer narrative:
The pipeline device will not be returned for analysis as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2016-00389, 2029214-2016-00848, 2029214-2016-00849, 2029214-2016-00850. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from literature review of patient death after pipeline implantation. This was retrospective study of 51 patients treated for 57 aneurysms with the pipeline embolization device (ped). The patients were treated for ruptured and unruptured aneurysms located in the internal carotid artery (ica) (cavernous, ophthalmic, communicating segments), anterior cerebral artery (aca), basilar artery, and vertebral artery. The average measurement of the largest aneurysm diameter was 11.9mm. A mean of 1.5 pipeline devices were used. The article stated that 3 of the 80 patients were unable to undergo follow-up angiography due to death before the first scheduled angiogram. The first follow-up angiography was usually performed at 6-months post-treatment. One patient reportedly experienced a stroke while in rehabilitation, coded during MRI, and passed away. The other two patients passed away due for reasons unrelated to the pipeline device or procedure (hepatic aneurysm rupture, multiple medical problems and failure to thrive) citation: john, s. Et al. (2016). Long-term follow-up of in-stent stenosis after pipeline flow diversion treatment of intracranial aneurysms. Neurosurgery, 78(6), 862-867. Doi:10.1227/neu.0000000000001146.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.